Event description:
A customer contacted beckman coulter (bec) reporting that about 10 cubic centimeters (ccs) of clear fluid leaked from under the unicel dxh 800 coulter cellular analysis system and onto the floor. The customer was unable to isolate the source of the leak. The instrument was also generating probe vertical drive move could not be verified and flow cell dc voltages out of specifications error messages. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found source of leak and reconnected a quick disconnect (qd281) tubing, located on the volume, conductivity, scatter (vcs) flow control manifold (mf202), resolving leak issue. It was observed that the instrument leaked onto the specimen transport module (stm) module resource controller (mrc), (grc500); the reagent services mrc (lrc300) and damaged the printed circuit board (pcb). Fse ordered replacement parts and returned the next day, there were controller area network (can) communication errors being produced because both the grc500 and lrc300 were not functioning due to electrical short caused by the leak. The fse performed the following services: replaced the mrcs, lightly cleaned and brushed the dried diluent from all mrc cards. Afterwards instrument resumed normal operation which was verified by fse running shutdown, daily check, 6c controls, retic controls and latron; all parameters were within acceptable ranges. The fse stated in an additional communication that the event occurred possibly due to the tubing not being torqued tight enough during install or when connected the tubing was twisted and untwisted over time enough that the quick disconnect (qd) disconnected causing a slow but steady leak. Also, there was no burning smell, smoke or other events observed at the time of the leak. Failure mode: disconnected tubing at qd281. However instrument generated probe vertical drive move could not be verified and flow cell dc voltages out of specs error messages alerting customer to instrument problem. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).